Event description:
It was reported that the probe went totally destroyed, "burned up" in the middle of a shoulder surgery. No patient injuries were reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event due to there were no overheating, short circuit, smoke or sparks coming from the device. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified; however, the root cause for this event, based on the physical evidence of the electrode ball wear, indicates that this device has been used beyond its intended life. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event includes: extended ablation, use of power level settings above the recommended default levels, or vigorous use against bony surfaces. There were no indications that would suggest that the device did not meet product specification upon release into distribution. Event updated.

Event description:
It was reported that the probe went totally destroyed, "burned up" in the middle of a shoulder surgery. There were no overheating, short circuit, smoke or sparks. A backup device was used to complete the surgery. No significant delay or patient injury reported.